Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose and no delivery alarm. Customer¿s blood glucose was 453 mg/dl and treated with a manual injection. During troubleshooting, insulin exited with the manual prime. Advised the customer that the insulin pump is working as designed. Explained alarm was caused by infusion or reservoir occlusion. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.